Event description:
The customer reported the system's collimator and auto technique were not operating properly. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator and camera were adjusted. The system was then found to be operating as intended.